Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
Patient¿s parent reported the patient experienced a low blood glucose reading of 43 mg/dl, approximately six hours after the last meal announcement. Parent inquired if insulin delivery was active when the on-screen circle rotated. Agent explained that the ilet suspends insulin delivery when a low or predicted low is detected and that the circle represents algorithm activity, not insulin delivery. Parent stated the low was treated with ¾ cup of orange juice and the ilet was temporarily disconnected. Bg rose to 70 mg/dl and was 68 mg/dl at the time of the call. No glucagon was administered. Agent recommended syncing the ilet to review data and confirm any suspension of delivery. Parent was unable to sync at that time due to lack of wi-fi. Parent planned to reconnect the ilet once bg stabilized and to contact the cds for additional guidance. Follow-up on (B)(6) 2023 confirmed the ilet had been synced, and no further assistance was requested. No medical intervention required. Case closed.